Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and could not reproduce the issue. The staff reported that excessive liquid was being used for cleaning the keyboard and that blood had also been observed on the touch pad from the surgeon. The representative replaced the keyboard. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The keyboard has been returned to the manufacturer for evaluation, however, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure the mobile view station (mvs) keypad and the touch pad on the imaging system was not responding. There was no patient present when this issue was observed. No additional information was provided.

Manufacturer narrative:
The keyboard for the viewing station of the imaging system was returned to the manufacturer for analysis. The keyboard was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.